Manufacturer narrative:
(B)(4). The evaluation consisted of a consultation with a subject matter expert, a search for similar complaints, a review of labeling and review of the submitted data. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Photos of the burnt cpu board were reviewed. The investigation concluded that the components were burnt out due to a high surge or high voltage on the dc 24v input line. Based on the available information no product deficiency of the cell-dyn emerald analyzer, ln 9h39, was identified.

Event description:
While servicing the cell-dyn emerald for a failed external supply (cpu) an abbott field service engineer observed evidence of fire on one track of the cpu board. No impact to patient management and no injury due to this event were reported.